Manufacturer narrative:
Reported event of core wire fracture. A visual evaluation of the device revealed the distal tip was severely damaged, the corewire fractured. The condition of the returned incident device was consistent with the complaint that the device was unraveled. In addition the investigation results showed that the wire was subjected to significant external forces during the procedure (bending fatigue) that may have caused the fracture on the corewire. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a cystoscopy, urethral dilatation procedure performed on (B)(6) 2013. According to the complainant, during procedure, the coating on the distal tip of the guidewire unraveled. The procedure was completed using another of the same device. There were no patient complications that resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results reveal on (B)(6) 2014, that the corewire had a fracture making this a reportable event.